Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. Multiple attempts were made by tandem technical support to obtain additional information; however, no response was received. Customers blood glucose level was 117 mg/dl,